Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a maquet service technician. The device was tested and the failure could not be duplicated. Replaced the battery and control board. Full functional verification successfully executed. A supplemental medwatch will be submitted if additional info becomes available. Ref. (B)(4).

Event description:
Please refer to importer report#: 3008355164-2015-00133.